Manufacturer narrative:
D.6a revised as implant date was inadvertently omitted from the initial manufacturer device report number.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured coagulopathy requiring transfusion of blood products with a "definite relationship to the impella device used: per surgery report on (B)(6) 2024: we returned our attention to the axillary artery. Heparin was reversed with protamine. We then spent quite a bit of time tediously obtaining hemostasis. There was evidence of coagulopathy requiring transfusion of blood products. Ultimately, we were able to get the bleeding under reasonable control. Once we were satisfied with this, impella peel-away sheath was removed, and securement device was used to secure the impella to the skin. Axillary incision was closed in layers after leaving a drain. The patient was returned to the intensive care unit in stable condition, having tolerated the procedure well. Hemoglobin prior to procedure 6.9 hemoglobin after procedure 7.9." The patient recovered with no sequelae. Additionally, the patient endured recurrent episodes of sustained ventricular tachycardia (vt) with a possible relationship to the impella device used: per discharge summary: on the night of (B)(6) 2024, patient continued to have sustained vt. The patient was taken to the catheterization lab for an impella placement and subsequently placed on venoarterial extracorporeal membrane oxygenation (va-ECMO). The patient had continued sustained vt treated with multiple direct current cardioversions (dccv) in addition to lidocaine, amio, and esmolol. He had recurrent episodes of vt treated with cardioversion and lidocaine transitioned to mexiletine. Notes on (B)(6) 2024: the patient had several runs of vt requiring cardioversion while in the intensive care unit patient continued to have sustained vt that lasts 1-1.5 minutes and self-resolved. Later, the patient had an episode of two minutes that was associated with diaphoresis and unresponsiveness, 200 j of synchronized dccv was delivered, patient received two amp of amiodarone, 150 mg each, and started on amio infusion. Also, was started on lidocaine infusion 2 mg/min. Electrocardiogram obtained and was not showing further st elevations. The patient was taken to catheterization lab this morning which showed that his left anterior descending artery stent is patent and no new occlusion. (B)(6) 2024: last episode of vt on (B)(6), remains on amio, glucose tolerance test at 0.25 and lidocaine at 1, lido level pending (B)(6) 2024: sustained vt yesterday afternoon requiring cardioversion given already on amio and lido drops, tolerated well with versed 2 and fent 100¿ the patient recovered with no sequelae. It was further reported that the patient also endured right parietal ischemic stroke with a possible relationship to the impella device used: per discharge summary: the patient suffered a right parietal/ occipital ischemic stroke on (B)(6) and had no hemorrhagic conversion on interval scans. Code stroke called for altered mental status / left upper extremity (lue) weakness, acute right occipital stroke. Likely embolic, with unclear clinical corollary. Repeat capillary transit time heterogeneity negative; cleared for surgery/anticoagulation (B)(6) neurologically intact s/p orthotopic heart transplant. Notes on (B)(6) 2024: - right parietal lobe cerebral vascular accident w/ lue weakness. Remains on heparin drop for va-ECMO and impella support. The patient's outcome at time of explanted was noted as survived.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿